Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to verify for functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, test and all the operating current test due to blank display. Pump received with minor scratched display window, cracked at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump got wet and the lcd screen is blank. Customer's blood glucose was 120 mg/dl at the time of incident. Troubleshooting found that the customer went into the swimming pool with the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.